Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract while attempting an IV start. This occurred 2 separate times during use. The following information was provided by the initial reporter: "the needle from a 20g peripheral IV would not retract while attempting an uncomplicated IV start. After removal of device it was observed that the needle was bent. This was the second of two such occurrences today. Never before seen in this rn's 13yr career."

Manufacturer narrative:
The following fields were updated or corrected for clarity due to receiving notice of a medwatch being submitted: b3. Date of event: 13 dec 2022. B5. Describe event or problem: it was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract while attempting an IV start. This occurred 2 separate times during use. The following information was provided by the initial reporter: "the needle from a 20g peripheral IV would not retract while attempting an uncomplicated IV start. After removal of device it was observed that the needle was bent. This was the second of two such occurrences today. Never before seen in this rn's 13yr career." E4. The initial reporter also notified the FDA on 14 december, 2022. Medwatch report # (B)(4).

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract while attempting an IV start. This occurred 2 separate times during use. The following information was provided by the initial reporter: "the needle from a 20g peripheral IV would not retract while attempting an uncomplicated IV start... This was the second of two such occurrences today. Never before seen in this rn's 13yr career."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract while attempting an IV start. This occurred 2 separate times during use. The following information was provided by the initial reporter: "the needle from a 20g peripheral IV would not retract while attempting an uncomplicated IV start. This was the second of two such occurrences today. Never before seen in this rn's 13yr career.".